Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was not communicating with the pump when it was changed. Customer reported there was a build up of dirt where the cartridge was inserted into the pump. Customer technical service informed the customer of possible causes of the issue which the customer acknowledged. Customer's blood glucose level was 168 mg/dl. No additional information was provided.